Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium (na) and potassium (k) results for 15 patients on an architect c8000 analyzer. The customer stated they were experiencing erratic na and bun quality control issues after replacing the hcw bellows on the analyzer. The following example was provided (customer¿s normal range is 135-146 mmol/l): sample ID (B)(6) initial na result was 162, repeat result, on another analyzer, was 141 mmol/l there were no other patient data provided by the customer. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated sodium (na) and potassium (k) results for 15 patients on an architect c8000 analyzer. The customer stated they were experiencing erratic na and bun quality control issues after replacing the hcw bellows on the analyzer. The following example was provided (customer¿s normal range is 135-146 mmol/l): sample ID (B)(6) initial na result was 162, repeat result, on another analyzer, was 141 mmol/l there were no other patient data provided by the customer. There was no impact to patient management reported.

Manufacturer narrative:
Field b3 - date of event updated from 17dec2024 to 15dec2024. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated sodium (na) and potassium (k) results on an architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the tbg, ict mcc pot-warming tube (rohs), part number 2-89533-02, cracked and needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.